Event description:
This event was captured based on literature review. It was reported that the patient was admitted to the hospital on (B)(6) 2011 with stable effort angina pectoris. The coronary angiogram showed 90% stenosis at the left anterior descending (lad) artery and stenting was successfully performed with placement of a 2.75x23 mm promus stent in the lad and a 3.0x23 mm non-abbott stent in the circumflex. She was discharged two days after the procedure as scheduled. Three months later on (B)(6) 2011, a newly audible systolic heart murmur was heard. She had ongoing dyspnea and chest discomfort. Computed tomography revealed a ventricular septal perforation. Coronary angiogram immediately after initial stenting showed the major septal branch was intact but two small septal branches were occluded. In the angiography after septal perforation occurred, these small septal branches remained occluded and stent restenosis was not observed. The ventricular septal perforation was presumed to be due to occlusions of minimal septal branches. Her symptoms were relieved after administration of carvedilol (5 mg/day). Therefore, she was treated medically with careful follow-up after consultation with cardiac surgery team. A year later, she was in stable condition without symptoms.

Manufacturer narrative:
(B)(4). Angina, dyspnea, occlusion, and perforation are listed in the japan promus everolimus eluting coronary stent system, japan, instructions for use (IFU), as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.